Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with (B)(4) technical support. The suction tubing was found to have been kinked. The tubing was straightened and rerouted to resolve the reported fault. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.